Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module could not recognize syringes. It was noted that three (3) different syringes were tested and all were not recognized. It is unknown if there was patient involvement.

Event description:
It was reported that the syringe module could not recognize syringes. It was noted that three (3) different syringes were tested and all were not recognized. Per the reporter, there was some "rattling" around in the case of the syringe driver that could be a "bi-product of this issue." There was no patient harm.

Manufacturer narrative:
Inspection: the syringe module 15517704 was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed with dry fluid residue. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was observed was not functioning as intended and moving with mechanical resistance. A loose or foreign object can be heard when the case is moved. All parts inspected are manufactured by bd. The internal inspection found the barrel clamp mechanism separated from the sizing sensor. The sizing sensor lever was broken and separated from the sensor. Log analysis results: the review of the syringe module error log showed no errors or malfunctions on the reported incident date. The review of the syringe module event log recorded the syringe module was ¿powered on attached¿ on (B)(6) 2020 at 7:49 am. The source device was attached to pcu (B)(6). The log records the device is selected at 7:49 am. There are no other user interactions recorded. The logs record the source device is selected eight times between 7:49 am and 7:53 am each time there is no user activity. The device is channeled off at 7:54 am. Test results: functional testing performed found the source syringe module failing to identify loaded syringe initial asm barrel clamp accuracy testing found the device failing to identify the calibrated test fixture. Inspection of the barrel clamp and sizing sensor found the sensor out of position. The sensor lever was found broken and separated from the sizing sensor. The sizing sensor was replaced with a known good sensor and the previous testing was performed. The source device successfully identified the installed syringes. Asm testing found barrel accuracy test passing. Test methods: n/a device history: a review of the device history record showed the device had a manufacture date of 14mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source syringe module s/n 15517704 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n 15517704 which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported complaint that the syringe module failed to recognize installed syringes was found to be the result of the barrel sizing sensor lever separated from the barrel clamp mechanism and the sensor lever broken and separated from the sensor. The customer¿s report of ¿something rattling around in the case of the syringe driver¿ was found to be the broken sizing lever. The report that the syringe module failed to identify installed syringe was confirmed during testing. The customer¿s report of ¿something rattling around in the case¿ was the lever from the barrel sizing sensor. The review of the device logs recorded no errors or events that are associated to the reported failure. Functional testing found the source syringe module failing to recognize installed syringe. Asm testing found the device failing to recognize the calibrated test fixture inspection of the of the barrel clamp and sizing sensor found the sensor out of position and the sensor lever broken and separated. The sizing sensor was replaced with a known good sensor and testing was repeated. Testing found the source device successfully detecting and identifying installed syringes.

Manufacturer narrative:
Updaded b3, b5 & d11 corrected: h6 device code -2917.

Event description:
It was reported that the syringe module could not recognize syringes. It was noted that three (3) different syringes were tested and all were not recognized. Per the reporter, there was some "rattling" around in the case of the syringe driver that could be a "bi-product of this issue." There was no patient harm.